Event description:
The facility reported a colleague infusion pump with a malfunction where the display on the pump channel was not working. This condition had the potential to interrupt delivery. The event was reported to have occurred during programming / setup. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a malfunction of "display on pump channel not working" was confirmed by baxter personnel during product evaluation. The root cause was assigned to a defective pump head module (phm) display. The phm display was replaced to correct this condition. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. Should additional information become available, a follow-up MDR will be submitted.